Manufacturer narrative:
A company representative went on site to evaluate the system due to the reported event. The representative found operational room temperature and humidity are unstable that triggered the energy error. The room air condition was repaired by the customer to correct the issue. System was found to meet specifications after the air conditioning repair. The energy error could contribute to quality of the cut or be the cause of the reported event of incomplete dissection. Therefore, the root cause of the reported events of incomplete dissection and energy error can be attributed to unstable room temperature or user error as customer was made to be well-aware of the room temperature and humidity specifications before system installation. For the reported event of anterior capsule tear, in the event of incomplete capsulotomy, the surgeon has the option to complete the incision manually. A manual incision can introduce potential risk of tearing the capsule bag due to surgical technique. Therefore, the root cause for the anterior capsule tear can be attributed to user technique. Based on assessment, the product met specifications at the time of release. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule extension (tear) post laser firing during a laser assisted cataract procedure. A capsulorhexis tag was also reported. An intraocular lens was implanted in the capsular bag as was planned. At one day post-operative appointment, the patient is doing fine and there was nothing unusual per hospital staff. Patient will be seen again in four weeks.